Event description:
During follow-up for a separate event, it was reported that this patient was diagnosed with peritonitis on (B)(6) 2024. The patient had pd cultures obtained on that date. No symptoms were provided. The cultures were positive for staphylococcus (no species provided). The patient¿s antibiotic regimen was not available. The patient did not require hospitalization. The cause of the peritonitis event was a breach in aseptic technique by the patient. The patient continued pd therapy.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis and the utilization of the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the peritonitis event was attributed to a breach in aseptic technique by the patient. This is supported by the culture result of gram-positive cocci, staphylococcus. ¿gram-positive bacteria are primary causative organisms of peritonitis mainly caused by contamination.¿ ¿the most common pathogens are coagulase-negative staphylococcal species (eg, staphylococcus epidermidis) that commonly colonize human skin and hands, and staphylococcus aureus, which together are responsible for 50% or more of infections in most series.¿ based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.